Manufacturer narrative:
The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for the alleged failure that the user experienced since the sample was not returned for evaluation. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record and product release decision control sheet of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal device foot plate did not come out. There was no patient injury, medical/surgical intervention required. The procedure outcome was good. Additional information was received on 21oct2020. The procedure being performed was a peripheral. A 6fr procedural sheath was used. They reported that the angio-seal device was and was not deploying properly. A pre-deployment angiogram was performed. They held pressure to achieve hemostasis. The procedure was completed successfully. The patient's condition was stable.